Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level. The blood glucose value was 1500 mg/dl at the time of incident. Customer stated that reservoir had air bubbles. Customer were assisted to remove air bubbles. Air bubbles were not removed successfully. No harm requiring medical intervention was reported. The device will not be returned for analysis.